Event description:
The physician used a wilson-cook howell dash direct access system sphincterotome during the procedure. During use, the cuttting wire broke but remained attached to the catheter during removal from the patient and endoscope. When the device was packaged for return to wilson-cook, the cutting wire broke at the other end and detached from the device. The second break occurred after patient contact; no patient injury was reported.